Event description:
It was reported to philips that the device was not booting. The device was not in clinical use at the time of the event. No harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system could not be switched on after external power cut. The rse suggested the customer to check the power supply service. The customer checked and reconnected the supply. After checking and reconnecting the power supply, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was resolved after reconnecting the power supply and there was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.